Event description:
It was reported that the tip of the instrument was broken during use. No pt complications was reported.

Manufacturer narrative:
(B) (4): the instrument was not returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.